Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation complaint received ad 30 mar 2022. Unf and medical records received. After review of medical records patient was revised was due to painful hip arthroplasty metal on metal articulation with inflammatory disease, symptomatic loosening of acetabular component with removal of the single screw. There were multiple cavitary areas involved at the back side of the cup. Doi: (B)(6) 2009, dor: (B)(6) 2017, left hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: b5.

Event description:
Additional information stated that on (B)(6) 2009, patient's left hip was replaced to address degenerative joint disease using depuy sector cup, 36 mm metal-on-metal liner, trilock bps stem, and 36 mm metal-on-metal head. There is no reported operative complication. On (B)(6) 2017, patient's left hip was revised to address pain and metal-on-metal inflammatory disease, as well as symptomatic loosening of the acetabular component (bone to implant interface). Cup, metal liner, and metal head were revised--stem was retained. On (B)(6) 2012, patient's right hip was replaced to address degenerative joint disease using depuy sector cup, 36 mm marathon polyethylene liner, trilock stem, and 36 mm head. There is no reported operative complication.